Manufacturer narrative:
(B)(6). A medtronic representative went to site to test the equipment. On the way to site representative mentioned site to be sure that the navigation system was not connected to mobile view station (mvs) or image acquisition system (ias). When medtronic representative reported that the navigation system was connected to imaging system when arrived on site. Representative reported that the connection was successful but the viewing computer network interface was slow to activate link. Representative replaced a computer and the system can now connect between viewing station and acquisition system. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during sacroiliac and thoracolumbar procedure, the mobile view station (mvs) was not communicating with the image acquisition system (ias). Umbilical cable was disconnected/reseated and rebooting the system multiple times did not resolve the issue. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.